Event description:
Spyscope picture screen went blank during the procedure. Unplugged the device from the generator, turned off the generator, powered the generator back on and plugged affected device back into the generator. Generator would not recognize device so another device had to be opened to complete procedure.